Manufacturer narrative:
Additional, changed, and/or corrected data:a2, a3a, b5, b6, b7, e1, e3, h6, h8.

Event description:
Hcp additionally reported patient was injected in the left cheek with 0.7ml of skinvive¿ by juvéderm®. During skinvive injection to left lateral cheek, skin became discolored & mottled, capillary refill delayed at 5-7 seconds. Tenderness on palpation, small area of blanching approx 2cm in diameter. That same day and the next two days the hcp performed an ultrasound and the results showed reduced blood flow. On the same day of the events the patient was treated with ¿high dose pulsed hylenex®, and asa, viagara, prednisone.¿ the next day the patient was treated with ¿asa, viagara, prednisone, hyperbaric oxygen treatment & hylenex.¿ the following day the patient was treated with ¿hylenex® & e02 device.¿ symptoms have not fully resolved. Still has some discoloration. The syringe has been discarded.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks with two syringes of skinvive¿ by juvéderm®. During injection, the hcp noticed the left side developed a purple/ grey spot. The hcp performed an ultrasound and they noticed on the ultrasound some delayed blood flow in this area. The hcp thinks they possibly hit the transverse facial artery on the left side. The patient was treated with ¿6 vials of hylenex®, aspirin, hot packs, and massage.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.